Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the control bar was out of position, the motor was corroded and the speed was unstable. The motor was replaced and the control bar was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing on an unknown date the complaint product needed a repair. There was no harm or delay reported. Due diligence is complete and no additional information is available. At product evaluation investigation the device motor speed was unstable. No adverse events were reported as a result of this malfunction.